Event description:
The customer reported via phone call that the insulin pump alarmed a software error. The customer stated that she was scrolling through the main menu, and the insulin pump froze for 10 to 15 minutes and the alarm occurred. The customer's blood glucose was 280 mg/dl. The customer also reported that on some occasion, once every 10 sites, when she primed, the insulin pump would alarm no delivery. She declined troubleshooting for the no delivery alarms after she confirmed that she had been following the correct procedure. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.